Manufacturer narrative:
The ge service rep determined unit had intermittent no boot also. He ordered parts and installed the sbc kit, hard drive, & cine drive. Tested unit operation. Unit operates as intended.

Event description:
The customer reported that the system displays cine not available messgae. No patient injuries were reported. They were able to complete the case.